Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned in two pieces. Visual inspection found that the proximal coil was fractured at 2.2 cm from the connector pin. Destructive analysis confirmed that all filars of the proximal coil were fractured. No complaint was received with return of the device. Failure (event) observed during analysis.